Manufacturer narrative:
(B)(4). A review of the manufacturing records found this lot passed all acceptance criteria and there were no relevant findings. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no cause identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Ez-io was initiated on a patient in cardiac arrest. The user was unable to unscrew and remove the inner needle. After the second failure, ivs were attempted and successfully placed on 3rd attempt. No injury or death was reported. The patient's condition was reported as unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Ez-io was initiated on a patient in cardiac arrest. The user was unable to unscrew and remove the inner needle. After the second failure, ivs were attempted and successfully placed on 3rd attempt. No injury or death was reported. The patient's condition was reported as unknown at this time.